Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 350 mg/dl at the time of the event. No further details were provided. Troubleshooting was declined by the customer. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0865 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. No normal bolus deliveries noted on event date. Pump alarmed pump error 68 alarm (line number 324 file number 39) on 07/13/2023 18:15:18.000 due to moisture damage to pcb1 and pcb2 boards. Pump alarmed pump error 49 alarm (line number 324 file number 39) on 07/13/2023 18:15:18.000 due to moisture damage to pcb1 and pcb2 boards. Pump alarmed pump error 53 alarm (line number 5632 file number 2005) on 07/13/2023 18:12:57.000 due to software error as per global logic analysis (esf2610666). Pump was cut open to perform visual inspection and found¿moisture damage¿on pcb1, pcb2, motor assembly, lithium backup battery, and force sensor. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, cracked case corner of the belt clip rails near the battery compartment, missing display window cover, battery tube threads cracked, cracked case at battery tube, and serial number label faded. Pump passed functional testing and no under delivery anomalies noted during testing. Pump error 53 noted in pump download history due to software error. Pump error 68 and pump error 49 noted in pump download history due to moisture damage to pcb1 and pcb2 boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.